Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received. E1 - extension - (B)(4).

Event description:
The event involved a 6" (15 cm) appx 0.33 ml, smallbore bifuse ext set w/2 microclave® clear, 2 clamps, luer lock where the customer reported that a part of the connector was out. The patient had medication to receive subcutaneous via a butterfly; the product was used for accessing the butterfly. He treatment was delayed by few minutes, for the rn to restart with a new luer lock. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
Received one used device for evaluation; as received the silicone seal was separated from the microclave body. No mating device was returned for evaluation. Confirmed the complaint of a part of the connector was out, probable cause unknown. Lot history review and no nonconformities were identified that may have contributed to the reported complaint.